Event description:
The rptr stated that rptr did meter to hcp meter comparison tests. Rptr took rptr's meter to the doctor's office, where rptr's meter reading was 52 mg/dl, and the doctor's meter (type unknown) was 170 mg/dl. The tests used the same sample from a venous draw. No symptoms were reported. A control solution test was done due to unavailability of supplies. The rptr stated that rptr checks the confirmation dot for enough blood. No harm was alleged.